Event description:
An aneurx stent graft systems was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm approximately 12 years ago. Aneurysm and vessel morphology from the time of implant are not available. Currently, the aneurysm diameter is 7.4 cm. The aortic neck is 21 mm in diameter 15 mm below the renal arteries, there is severe calcification and moderate tortuosity in the iliac limbs. The aortic neck is angulated approximately 40 degrees. It was reported that the patient had been returning for routine follow ups. A recent routine follow-up CT scan demonstrated that the stent graft has migrated distally 15 mm with a proximal type I endoleak present. The third ring of the bifurcated stent graft appears to be fractured. There also appears to be a stent fracture in the contralateral limb with a type iii endoleak present as well as a type ii endoleak present. The patient will be treated within the two weeks. The patient will be treated at a later date. No additional information was provided. Post implant films show that the stent graft has migrated with a small proximal type I endoleak. There are stent fractures with suture detachments at ring 3 of the bifurcate; however, no endoleak is seen in this location. Per 3d reconstruction the diameter of the neck at the proximal graft margin is 30mm. The migration may be due to disease progression; however, earlier films and anatomy at implant were not provided. The contra (left) limb is severely angulated, there are noted fractures (per 3d), and a type iii fabric endoleak is observed on CT. These events are likely anatomy and spring abrasion related.

Event description:
Additional information was received. The patient had a secondary intervention with an endurant aortic cuff (B)(4) and an iliac stent graft (B)(4) approximately nine months ago. The type 1 and type iii endoleaks were successfully resolved.

Manufacturer narrative:
Results: inherent risk of procedure (stent migration, endoleak). Patient's condition affected effectiveness of device (angulated and dilated aortic neck). Conclusion: device failure/lack of effectiveness related to patient condition (angulated and dilated aortic neck).